Event description:
Cas: the target lesion was internal carotid artery. There was no calcification or vessel tortuosity, 70% stenosis. The pt was a male. The approach site was right femoral artery. The length of the target lesion was about 25mm. The lesion was pre-dilated with 3mm diameter balloon, and post-dilated with 4mm diameter balloon. MFR of the balloons is unk. The pt developed tia during the procedure, but recovered after receiving radicut by IV. Both the angioguard and the precise stent were in the pt at the time of the tia. There was debris in the angioguard basket, but it is unk whether the basket was suctioned or not. The physician commented that the cause of tia might be that the blood flow slowed during the procedure, and embolics could be produced by compressing plaque while stent placement. There was no confirmed infarct region under MRI inspection. The pt was discharged without any after effects.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-01851. Additional info will be submitted within 30 days of receipt.